Event description:
It was reported that this electrode delivered an inappropriate shock due to non-physiologic artifacts and baseline shifting in primary vector. Subsequently, the patient underwent a revision procedure, and this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode delivered an inappropriate shock due to non-physiologic artifacts and baseline shifting in primary vector. Technical services was consulted and provided both troubleshooting and programming recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. Additional information: this s-ICD system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.